Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 4 of 4 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). A batch review was conducted on potentially associated lot numbers: h11h09050, h11h31070, and h11k01037 with no defects noted during the manufacture of these lots related to the reported condition. The complaint was confirmed. The cause of the use error which resulted in the peritonitis was undetermined. The label review found the labeling adequate for the use error in this complaint. This issue is being investigated through CAPA.

Event description:
This report was received from (B)(4) and is a spontaneous report by a consumer with supplemental information from the nurse in (B)(6) of peritonitis and touch contamination in a patient coincident with dianeal pd4 ambuflex therapy for peritoneal dialysis (pd). On an unknown date, the patient was diagnosed with peritonitis. The cause of the peritonitis was unknown. On (B)(6) 2012, the patient was hospitalized for peritonitis. On an unreported date in (B)(6) 2012, the patient was discharged from the hospital. On an unreported date in (B)(6) 2012, the patient had recovered from the reported events. Per the nurse, the events were not related to the dianeal therapy. Dianeal therapy was ongoing. The reporter did not provide an opinion regarding the causality. The nurse, medically confirmed this event. The cause of the peritonitis was reported as touch contamination. The patient was treated with unspecified antibiotics intraperitoneally for peritonitis.